Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male in his 60¿s patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient suffered a vascular dissection. The physician put contrast in before they pulled the sheath at the end of the procedure and thought it looked like they dissected the femoral artery but could not confirm the injury. The patient was in stable condition and reported no issues. They were holding pressure for now but wanted to report the possibility of the dissection. In addition, the pentaray catheter would not completely straighten out after being deflected all the way. The catheter was used for a few minutes before the physician noted that the catheter was not maneuvering properly. When the catheter was replaced, the issue was resolved. Additional information was received on the adverse event and clarification on the deflection issue. It was discovered after biosense webster products were removed. He used contrast before he pulled the sheaths. The physician¿s opinion on the cause of the adverse event was that he was not sure if it was from the sheath or entering the pentaray catheter. Patient was stable with no negative effects. They manually held pressure instead of using closure device. Manual pressure was applied after sheaths were pulled. The patient was reported as fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. Sheath used was 9 fr. The curve of the catheter was not stuck but would not return to neutral. Had a slight curve to it. The knob/piston was able to be turned and/or pushed up and down. No difficulty in removing catheter. There was no ring, electrode or other physical damage observed at the distal end of the catheter. The deflection issue was assessed as not MDR reportable on the pentaray catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Since the event is life threatening and required intervention or prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. The adverse event was assessed as MDR reportable under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.